Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The proximal shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device has been received. The evaluation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, mildly calcified, mid right coronary artery (rca). A 2.50 x 12 mm trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with resistance to the lesion and the shaft broke before the bdc reached the lesion. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.